Manufacturer narrative:
The manufacturer previously submitted a report in relation to a heated humidifier alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and or headache, nausea, vomiting, inflammatory response. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The previously submitted report was sent in as serious injury while it a product problem. It is corrected on this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a heated humidifier alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and or headache, nausea, vomiting, inflammatory response. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.